Event description:
The event is reported as: alleged issue: the hemolok clip will not close properly when applied to the tissue. No reported injury. No further info is available.

Manufacturer narrative:
No sample is available for investigation. Per device history report (DHR) review investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.